Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels cause by overdelivering basal. Customer's blood glucose levels at the time of hospitalization mg/dl. The customer stated that while hospitalized they experienced two code blues. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.